Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer holding a charge and was taking a prolonged time to charge. It was also noted that the patient experienced discomfort as the ipg became loose in its pocket due to a non-device related weight loss. As a result, the patient underwent an ipg replacement procedure and was expected to fully recover. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis. Record review revealed no additional information related to the complaint. However, patient lost approximately 40 pounds recently, which has caused the stimulator battery to become loose in its pocket, leading to discomfort. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.